Event description:
This case was initially received via regulatory authority (B)(6) on 13-oct-2017. The most recent information was received on 23-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of rash ("rash in hands"), uterine leiomyoma ("myomas in uterus") and abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) with menorrhagia, abdominal pain lower (seriousness criterion medically significant), back pain ("pain in lumbar region"), arthralgia ("hip pain") and swelling ("swelling of 2-3 kg"). The patient was treated with surgery (laparoscopic hysterectomy and fallopian tubes removal) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the rash, back pain and swelling had resolved and the uterine leiomyoma, abdominal pain lower and arthralgia outcome was unknown. The reporter considered rash to be related to essure. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, swelling and uterine leiomyoma with essure. The reporter commented: the patient came to polyclinic due to symptoms on (B)(6) 2017. She had uterus with myomas and heavy menstrual bleedings so hysterectomy and fallopian tubes removal were decided to perform. Laparoscopic operation was performed on (B)(6) 2017. Upon follow-up information, it was reported that the patient was operated due to skin rash symptom which was principally connected to the essure. The patient had not known allergies and no tests had been taken. The rash disappeared within 6 weeks. Essure lot/batch number were not available. Diagnostic results: on (B)(6) 2017 control visit after laparoscopic operation. Rash in hands had disappeared and pain in lumbar region had disappeared. Also 2-3 kg swelling had disappeared. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 25-oct-2017 for the following meddra pts: menorrhagia: n° 535 cases (excluding this case). Abdominal pain lower: n° 670 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: the patient was operated due to skin rash. Essure lot/batch number were not available. Company causality comment: incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.